Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2026 and a drain was used. There had been a hole in the center of drain, and suctioning the drained fluid to the reservoir could not be done well. The product was not used for the patient. Another product was used to complete the case. No sample will be returned. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was the issue noticed during first activation? Unk was the new drain placed surgically during a second procedure? Unk. Please provide the source or name of person providing answers to follow-up questions: (B)(6). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.